Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37092, lot# 271470001, implanted: (B)(6) 2011, product type: accessory. Product ID 3550-39, lot# n234565, implanted: (B)(6) 2011, product type: accessory. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging, the ¿wire was loose,¿ and the patient was unable to charge the battery because it was ¿down.¿ there was a broken connector pin on the desktop charger (dtc); this appeared to have occurred through product use. The dtc connector pin did not stay in, and it came out of the port. The issue was first noticed about six weeks prior to (B)(6) 2014; the patient tried to hand hold it to make contact and it did not work. There was no patient harm reported. It was noted that the manufacturer representative was made aware on (B)(6) 2014 in the healthcare professional¿s office, and the manufacturer representative told the patient to contact the manufacturer. The last successful recharge session was about five weeks prior to (B)(6) 2014, and an appointment with the manufacturer representative was scheduled for (B)(6) 2014 to get the patient recharging again. The patient was hurting, and stimulation helped. Stimulation was last felt five weeks prior to (B)(6) 2014, as the battery had gone ¿down¿ five weeks prior to (B)(6) 2014. Additional information received from the healthcare professional reported that there was a confirmed implantable neurostimulator (ins) overdischarge, and it had been at least two months since the last successful recharge session. Reported patient symptoms included increased pain. There were no reported troubleshooting, interv entions, or actions taken to mitigate or resolve the event. Circumstances that led to the reported overdischarge included therecharger had a broken wire. Once the replacement recharger was received on (B)(6) 2014, the patient was able to charge normally and therapy resumed. It was further reported that the patient had recovered without permanent impairment. If additional information is received, a follow up report will be sent. The patient¿s indications for use included chronic low back pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc).